Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿failed responding¿ to the physician programmer. It was further reported that the physician tried once again and ¿the device did not respond at all¿ and was then replaced. It was also reported the electric resistance of the device had decreased and ¿resulted in excessive discharge.¿ it was stated the final reprogramming of the ins had been completed on (B)(6) 2013 with settings of 3.7 volts, 60 sec, 130 hz, 2+0-. And 46 a, with an impedance of 1411 ohms. It was reported that during explant, the physician noted blood had flown into the socket on the side contacts 1 and 2. It was noted the event was not a health hazard to the patient. It was additionally noted the patient¿s left ins was the ¿defective device¿ and that both devices were replaced at the time of replacement, ¿including the right ins which had no problem.¿ additional information noted the patient was ¿receiving effective therapy¿ following the replacement procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3389-28, lot# unknown, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 748251, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of ins (B)(4) found ¿no evidence of internal shorting or other cell anomalies.¿ it was reported ¿the cell was dry and the separator in excellent condition. Carbon pellets were hard and the lithium anode was almost completely utilized. The feedthrough appeared clean and measured greater than 20 mega ohm dc resistance between pin and case. Internal condition was similar to a normally discharged cell. No failure mechanisms were identified.¿ it was further reported that analysis ¿indicated normal cell depletion.¿ visual inspection of the ins found the ¿epoxy bonds were broken between both b+ and b- battery terminals.¿ it was stated ¿no failure mechanisms were identified.¿ it was further reported that an ins longevity estimate was performed and estimated the longevity as ¿41 months with the electrode settings and 50 months with 1411 ohm impedances.¿ it was noted the device lasted 15.6 months after implant.